Event description:
Information was received indicating that a smiths medical level 1 hotline blood and fluid warmer failed electrical testing. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing. The device water tank was filled and the power was turned on. The testing showed the heater did not meet with the electrical specifications. The issue was determined caused by a faulty heater.